Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time.

Event description:
Healthcare professional reported unspecified side rupture. Device remains implanted.